Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for same event. Please reference MFR report #s: 9616099-2007-01730 and -01731. Additional information will be submitted within 30 days of receipt.

Event description:
A male patient with a medical history of previous coronary artery bypass surgery (1994), high cholesterol, previous smoking habit, previous myocardial infarction (mi), and a family history of coronary artery disease was admitted for coronary intervention (pci) due to unstable angina. The patient was currently taking aspirin, ticlid, statins, ace inhibitors, and beta-blockers. During the procedure, the patient received 1,000 mg of aspirin, heparin and integrilllin. Pre-procedure, the cardiac enzymes were within normal range. Angiography revealed an 80%, de novo, focal (6mm), totally occluded, smooth, eccentric, non-calcified, type c lesion in the saphenous vein graft (svg) to the ramus intermediate artery (rami). A 6fr guiding catheter was engaged into the ostium of the svg and an unknown ptca wire was advanced across the lesion site. The lesion was not predilated. A 3.0 x 28mm cypher select stent was positioned within the lesion and was deployed to 16 atms with satisfactory results. The stent was postdilated with a 4.0 x 15mm ptca balloon inflated to 16 atms. Residual stenosis was reported as 25% and the flow through the stented segment was timi iii. A second lesion was also treated during this procedure. Angiography revealed a 71%, de novo, focal (8 mm), smooth, eccentric, non-calcified, type b1 lesion in the distal right coronary artery (rca). A 6fr guiding catheter was engaged into the ostium of the rca and an unknown pca guidewire was advanced across the lesion site. The lesion was predilated with a 2.0 x 10 mm ptca balloon inflated to 16 atms. A 2.5 x 8 mm cypher select stent was positioned within the lesion site and was deployed to 20 atms with satisfactory results. The stent was not postdilated. Residual stenosis was reported as 17% with timi iii flow throughout the stented segment. Post procedure, the patient experienced a rise in cardiac enzymes and some mild ECG changes. The ck-mb peaked at four (4) times the upper limits of normal and the patient was ruled in for a non q-wave mi. No re-angiography was performed. It was undetermined if the mi was target vessel related. No additional treatment or intervention was required and the event resolved without sequelae. The patient was discharged home 48 hours post procedure on aspirin, ticlid.